Event description:
It was reported that during a subtotal gastrectomy, there was serosal tear. The surgeon felt the device did not cut completely which led to the tear. The staple line was oversewn and the case continued without incident. The pt is fine.